Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittently, insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer experienced a headache and elevated blood glucose (bg) levels between 554 to greater than 600 mg/dl. A correction injection was administered to address the bg and tandem technical support also advised to drink sugar-free/caffeine-free fluids. The customer reverted to an alternate method of insulin therapy.